Manufacturer narrative:
One controller and four batteries were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed after review of the controller log files, which revealed multiple critical battery alarms and premature power switching events. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The most likely root cause of the failure is a communication error between the controller and the batteries, which likely contributed to the event. Battery / (B)(4)/ model # 1650de / exp. Date: 2015-12-31. Device available for evaluation: yes. Device evaluated by manufacturer: yes. Mfg. Date: 2014-12-19. Labeled for single use: no. (B)(4). Battery / (B)(4)/ model # 1650de / exp. Date: 2016-01-31. Device available for evaluation: yes. Device evaluated by manufacturer: yes. Mfg. Date: 2015-01-13. Labeled for single use: no. (B)(4). Battery / (B)(4)/ model # 1650de / exp. Date: 2015-06-30. Device available for evaluation: yes. Device evaluated by manufacturer: yes. Mfg. Date: 2014-06-01. Labeled for single use: no. (B)(4). Battery / (B)(4)/ model # 1650de / exp. Date: 2015-02-28. Device available for evaluation: yes. Device evaluated by manufacturer: yes. Mfg. Date: 2014-02-01. Labeled for single use: no. (B)(4). This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced several critical battery alarms following the replacement of all their previous batteries. The clinical engineer suggested that the controller and the new batteries should be exchanged; the devices were exchanged with no reported patient consequences. No further information was provided.